Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately two weeks post gastrostomy tube placement, the balloon rupture was found when replacing sterilized water. There was no reported patient injury.

Event description:
It was reported that approximately two weeks post gastrostomy tube placement, the balloon rupture was found when replacing sterilized water. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: one tri-funnel replacement gastrostomy tube 24f was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed. The investigation is confirmed for fluid leak issue as the balloon would not inflate and water leaked out the distal end of the balloon. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.